Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he sees "spiderwebs" in his vision when driving and the sun hits something shiny. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/21/2009, 08/24/2009, 09/01/2009, and 09/08/2009 by phone, fax, and mail. A completed questionaire has not been received. Medical records were received on 09/01/2009. This report was mailed to FDA on: 09/18/2009.